Event description:
Ibc (inflammatory breast cancer) from patient on saturday evening (B)(6) 2025. Pt calls in to report that one of her cadd solis pumps is not programming properly. Tried multiple times to get it programmed and the pump was not taking any entries or input. Patient was in the process of setting up mix cassette for the next change when this occurred. Patient was infusing fine on other (current) pump. Told patient to not use pump that she can't get to program and just to continue to use the pump that is running now. She will make a new cassette and change it when it is time for her next pump change in a few hours. Pt did not have any interruptions to therapy. No further details provided. ï¾· the suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number (B)(6) and (B)(6). Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved.